Manufacturer narrative:
Complaint no: (B)(4). Same patient as (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis and recurrent peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy, which subsequently lead to recurrent peritonitis. The breach in aseptic technique was further described as the patient not properly washing their hands. The patient was not hospitalized for the recurrent peritonitis event. The patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration not reported) for recurrent peritonitis. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient was considered not recovered from the event. No additional information is available.